Event description:
It was reported that serious injury occurred. A 018/260 platinum plus guidewire was used in a cardiomems implant procedure. However, during the procedure, the guidewire broke as the physician was removing it from the patient. A snare was used to remove the broken piece from the patient. There were no patient complications nor injuries reported.